Event description:
It was reported the patient broke his leads 6 months before the implantable neurostimulator (ins) was implanted in (B)(6) 2010. The patient reportedly though the broke them pushing the lawn mower.

Manufacturer narrative:
Product ID: 3487a-33, lot# j0337374v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. (B)(4).

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.